Event description:
It was reported the customer's insulin pump shut off by itself. Customer's mother stated they had inserted a new battery, but the insulin pump would turn off without warning. The customer's blood glucose was unknown. The mother requested a replacement insulin pump. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.